Event description:
A medtronic representative reported, the front left wheel of the stealthstation s7 system staff cart was broken off. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No part returned for evaluation.